Event description:
Procedure: liver resection. According to the reporter: the device did not work properly in the coagulation mode even after the transducer and cable were changed. The coagulation was intermittent. Another hand piece was used to complete the operation. No further complication was reported.